Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. A visual inspection with naked eye noted a female connector was separated fro the main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. The remaining sample was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector (dark blue piece) and the main body (light blue piece) of a two (2) peritoneal dialysis (pd) transfer sets; further described as ¿the dark blue piece started to unscrew from the light blue piece¿. This was observed during set up of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient involvement. No additional information is available.